Manufacturer narrative:
Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the effluent pressure pod of a prismaflex st150 set during continuous renal replacement therapy. The leak was caused "by the line not being fully connected to the pressure pod." There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Visual inspection of the actual sample showed that the effluent pump segment was disconnected from the set support plate, which allowed the reported leakage. A non homogenous mark of solvent was visible on the tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the disconnection was determined to be due to the inadequate application of solvent applied to the components during the manufacturing assembly process. Should additional relevant information become available, a supplemental report will be submitted.